Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and received a corneal abrasion in left eye during surgery. Patient was given a bandage contact lens post op. During followup it was found to have trace diffuse lamellar keratitis (dlk). The topical steroid dosage was increased and an oral steroid was prescribed (medro dose pack). It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of stinging sensation, sharp pains, fuzzy vision in left eye. Patient also complained of light sensitivity and tearing in both eyes. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -4.75 x -2.75 x 30; left eye pre-op 20/20 -5.00 x -2.50 x 158.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.